Event description:
During the surgical procedure the surgeon wrapped the stomach with two additional sutures, all knots were clipped. There was one stitch that broke in half, both pieces were retrieved for a correct sponge and needle count.